Event description:
Customer reported, he experienced high blood glucose of 400 mg/dl. Customer stated that he could not exit the preparing to prime loop. He was stuck in the fill cannula and was unsure if the insulin pump was delivering insulin. Customer stated that insulin does not continue to exit the tubing when letting go of the act button. Customer was advised to hold down the act button until receiving a second series of beeps or numbers appear on the display; numbers appeared on the screen. Customer used a total of 4 infusion sets and 5 reservoirs. He did recall having trouble locking the reservoir to the tubing and that the reservoir would keep rotating. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.